Manufacturer narrative:
Evaluation summary: visual inspection of the closurefast catheter revealed a kink to the shaft. The kink was approximately 80.8cm proximal from the distal tip. No damaged pins were observed. The coil/heating element was observed to be kinked. Visual inspection of the kinked coil/heating element under magnification revealed fep damage and a slice in the coil leading to exposure of the coil. There was evidence of dried blood in the coil, indicating that the device may have been used in the patient and the damage may have occurred during uneven compression of the vein. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter with a rfg2 generator as per IFU. No damage noted to packaging prior to use. It was reported the catheter could not be connected to the rfg2 due to pin damage. It was reported that the pins were bent and they did not remain on the connector and some remained in the receptacle. It was also reported that the heating coil was bent. Another device was used with the same rfg2 for the procedure. No allegation against the rfg2.